Event description:
During initial implant, an error message presented while attempting to programmer patient data and the device went into reset mode. The device was explanted and a different device was successfully implanted to resolve the event. The patient was stable with no patient consequences.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset and error message were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Device image was analyzed, indicating a single reset had occurred in the field then it recovered on its own, this is expected behavior from the device. Further investigation found no anomaly and the reset could not be reproduced. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity. DHR review was performed and the device passed all tests prior to its distribution. Device was able to interrogate throughout the whole analysis without triggering any error message.